Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ crease / folding of implant: observed. ¿ rupture: not observed. As per the investigation procedures, wear abrasion and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d1, d2a, d2b, d3, d4, d9, g1, g2, g4, h3, h4, h6, h11.

Event description:
Healthcare professional reported right side rupture and folds. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and folds. The device has been explanted and replaced with a non-abbvie device.